Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A trace pericardial effusion noted prior to procedure. The physician was attempting to perform the transeptal puncture (tsp) with the versacross connect system and a watchman fxd curve access system (was) sheath via intracardiac echo (ice) imaging only. The physician was starting to attempt to cross with ice across the septum and the pericardial effusion was observed to increase in size. Once the pericardial effusion grew larger, the physician aborted the case. A substernal pericardial drain was placed and left in the patient. The physician drained approximately 1,925ml of blood from the drain and transfused it back to the patient. The surgery team was informed and came to the procedure room to discuss the next steps for the patient. The patient became unstable, and anesthesia intubated the patient, and placed an arterial line and a temporary pacer for better monitoring and stability. A code was called when cardiopulmonary resuscitation (CPR) started. Anesthesia administered code drugs and reversal agents to help stop the bleeding causing the pericardial effusion. The patient became stable again, was extubated and sent to the critical care unit for recovery. The physician suspected that the pigtail wire in the versacross connect may have contributed to pericardial effusion by scraping or tearing an area of the right side of the heart while attempting transseptal access but could not confirm this.